Event description:
During a pcta stenting procedure, the radio peg tip broke off the mailman guide wire whiel the device was in the pt. It is further reported the tip had been left and will remain in the pt. The lesion being treated is unk. The procedure was successfully completed with this device. No pt injuries or complications were reported. Pt status is reported as 'fine'.